Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distributor field service engineer. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
During non-clinical use on (B)(6) 2026 there was a non-recoverable alarm on the bedside unit. No harm to a patient or user, but if the issue occurred during surgery it could lead to a conversion. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.